Manufacturer narrative:
Exemption number e2017016. (B)(4). Siemens has completed an investigation of the reported event. The investigation confirmed the device performs as intended and meets specifications. The reported event was caused by the patient's action and therefore, this is the root cause of the event. The broken flexi strip window has been replaced. This event is considered a single case and no further corrective action will be initiated.

Event description:
It was reported to siemens that an adverse event occurred during operation of a somatom perspective system. Although the scan had not yet been performed, the device gantry was in rotation. The patient was lying supine on the table in a fetal-like position and was secured with straps. When the imaging technician attempted to re-position the patient, the patient resisted, jerking their right leg in response. This movement resulted in the patient's knee striking the device's plexi strip window, breaking it. The patient sustained deep lacerations to the right knee. The lacerations were to the bone according to the facility reporter. The scanning procedure was aborted and the patient was transferred to a local hospital emergency room for treatment of the knee injury. The patient's wounds were closed with staples and antibiotics were prescribed. Since the scan could not be completed at the imaging center, the scan was performed at the hospital at a later, unknown time.